Manufacturer narrative:
Maquet has examined the damaged device. The analysis suggests that this was not a sudden event. It appears that the device had been damaged previous to the reported incident (possibly due to a collision or overload). Visual inspection of the break revealed layers of corrosion around its outer periphery. The immediate area of the break was free of this corrosion, suggesting that the device was damaged, but left in service. During this add'l use at the hosp, maquet believes the metal became fatigued and eventually broke. To ensure safe operation of this device, the operations manual ((B)(4)) instructs the user to inspect the accessory at least once a day: "for correct operation it is necessary to have visual and functional inspections performed by a trained person each time before using the operating table, at least once a day." Additionally, maquet instructs the customer not to exceed the maximum load of 180 kg for this surgical table system. To ensure that this accessory is capable of adequately supporting the proportional pt weight of a patients head (11 kg), it is tested under a load four times greater than it is likely to support (4 x 11kg = 44kg). (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
During the preparation of the operating room table before a procedure, a part of the connection fixture broke. No injury to the pt. (B)(4).